Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that before the procedure, the power supply stopped working altogether. There was no patient harm. Item was not dropped or impacted. The surgeon tried other cords and adapters but nothing worked. Power setting at 3. There was no difficulty experienced. It just stopped working at all. A different device was used to complete the procedure. There was no delay.